Manufacturer narrative:
Follow-up from 18-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few days later she experienced the worst pain she ever had in her left side. Essure inserts were removed in the same month. This event, interpreted as abdominal pain, is serious due to hospitalization and implied required intervention. According to essure's reference safety information, this event is listed. Abdominal pain may occur with essure therapy. In this case, the patient stated everything was fine after insertion. However, a few days after, she started having the worst pain ever. Her doctor did an ultrasound and everything looked fine. Considering the strong positive temporal relationship and that the presence of a foreign body in the fallopian tubes may cause this pain, this pain was considered related to essure. Since essure removal was required (intervention implied) this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on 18-may-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that everything went great when essure was inserted, but could only get the left tube done. Then woke up with the worst pain she has ever had on her left side. Her doctor got her in the office and did an ultrasound and everything looked fine, but when she would push on that side the pain would bring tears to her eyes. On (B)(6) 2014, they did a surgery to remove essure and her tubes. She had developed a rash on her chest the day after her surgery. The rash was almost gone three days later. A hospitalization was mentioned but was not specified and/or assigned to an event. Ptc investigation result was received on 26-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few days later she experienced the worst pain she ever had in her left side. Essure inserts were removed the same month. This event, interpreted as abdominal pain, is serious due to hospitalization and implied required intervention. According to essure's reference safety information, this event is listed. Abdominal pain may occur with essure therapy. In this case, the patient stated everything was fine after insertion. However, a few days after, she started having the worst pain ever. Her doctor did an ultrasound and everything looked fine. Considering the strong positive temporal relationship and that the presence of a foreign body in the fallopian tubes may cause this pain, this pain was considered related to essure. Since essure removal was required (intervention implied) this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.